Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to closely monitor the field performance of this product to identify emerging trends. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that upon removal the tampon came apart in the middle and tampon pieces remained inside of her. She indicated that the event occurred with one tampon. She stated she removed the tampon but is not confident she removed all remaining pieces. She is doing well but still plans to seek medical assistance. No further information is available at this time.

Event description:
Consumer reported during follow-up that she went to her primary care provider (pcp) to confirm no pieces of tampon remained inside. Pcp confirmed no pieces were left behind. Consumer reported she developed a headache. She followed up with pcp, who performed an exam and found no pieces inside. She stated she has had no headaches and is doing well. She has no plans to follow up with her pcp.